Event description:
N/a.

Manufacturer narrative:
Mayfield skull clamp (a3059) was returned for evaluation. The reported complaint was confirmed. Evaluation showed that the mayfield 2 lock has up and down movement and the teeth are grinding when rotated. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 3 reports linked to mfg report numbers: 3004608878-2021-00264, 3004608878-2021-00265. A facility reported that the locking mechanism on mayfield skull clamp (a3059) would not fully engage and lock. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.